Event description:
It was reported that a large volume folfusor under infused. It was suspected that the infusion rate was affected by the arm's position and flow line. The peripherally inserted central catheter (PICC) line was repositioned and the device infused approximately ¿90- 95%¿ of the solution in the device. The device contained flucloxacillin 8g and citrate buffer in 230 ml of 0.9% sodium chloride (nacl) at a rate of 10ml per hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured between 01auf023 and 03aug2023. H10: the actual device was received for evaluation containing 80ml of solution in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.